Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board noted. Unable to verify motor error due to keypads not responsive. The motor was tested outside the unit and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons did not work all the times, motor error, error code alert. Customer stated insulin pump had hinder view of screen, rewinding more than once, sometimes had to reset settings. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.